Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error and motor position encoder error alarm. Customer blood glucose level was 9 mmol/l. Insulin pump also had motor error and drive support cap appears normal. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the prime test. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify displayable history crc check failed on startup alarm in the alarm history due to history file overwritten.